Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During setup for patient use, the thermogard system (B)(4) was displaying error message tcmid: 05 (coolant diff failure). Another system was used to continue with therapy. No known patient consequences reported.

Manufacturer narrative:
Thermogard xp ivtm system ((B)(4)) was serviced at customer site. The customer reported complaint for the thermogard displaying an error message tcmid: 05 (coolant diff failure) was confirmed during event log review and initial functional testing. The defective temperature sensor and microcontroller were replaced and the console was recalibrated to remedy the issue. The system passed all the final functional testing and it verified that the system met all the manufacturing specifications. The event log was performed and error message tcmid: 05 was noted on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system (B)(4).